Event description:
It was reported that on 16 august 2022, a 25mm navitor valve was chosen for a trancatheter aortic valve replacement using a flexnav delivery system. During procedure, the valve was positioned at 5mm non-coronary cusp (ncc) and 5mm left coronary cusp (lcc). When the valve was released, the valve migrated to 20mm for the ncc and 20mm for the lcc. The valve was beneath the native annulus, and severe aortic regurgitation was noted. The valve also interfered with the mitral valve, and mild mitral regurgitation occurred as well. A 23mm non-abbott transcatheter valve was implanted within the first via valve-in-valve procedure. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received that there was mid-moderate calcium of the native valve to allow anchoring of the device. The patient had an aortic angle of about 45 degrees. The aortic annular perimeter was 68.3mm, short diameter was 19.7mm, long diameter was 24.0mm, and average diameter was 21.5mm. At the time of final deployment of the valve, it was reported that as per best practice, the guidewire was pulled, the nosecone was centered, and the delivery system was placed in the neutral position for final placement. There were no difficulties in deploying the valve, and there was no interaction between the delivery system and the deployed valve. No coronary artery occlusion occurred as a result of the migrated valve. A post-dilatation was not performed. The aortic regurgitation resolved, but the mild mitral stenosis remained. The patient status remained stable. No additional information was provided.

Manufacturer narrative:
An event of the valve migrating, severe aortic regurgitation and mild mitral stenosis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.